Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and does not turn on. The receiver case was opened for internal inspection and passed. The battery was replaced with a known good battery, the receiver turns on and charges. The log was downloaded and shows multiple occurences of shutting down for low battery within investigation window. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.